Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00237; 1221359-2022-00259.

Event description:
The consumer posted on social media three false negative results with the binaxnow covid-19 antigen self test. The dates that the antigen self tests were performed are unknown. The consumer then went to a doctor's office and obtained a unknown confirmation test which generated a positive result. The date of the confirmation testing is also unknown. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 2 of 3.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.